Event description:
The customer reported an auto shut down. The field service engineer (fse) clarified a post timer/24v failure appears when the device is switched on. The customer reported there was patient involvement and no patient harm.